Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged connectors, the output connector assembly was found to be broken. It was additionally noted that the display wires were pinched but the wire insulation was not compromised, the keypad was scratched, the encoder switch and one encoder nut were contaminated and capacitor c277 was damaged on the main printed circuit board. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were damaged. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.